Event description:
Livanova deutschland received a report that an essenz roller pump 85, used as blood cardioplegia (cpl-b) one, was defective during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz roller pump 85. The incident occurred in munich, germany. Through follow-up communication livanova learned that the issue is apparently sporadic and occurs every now and then. To solve the issue, a loaner roller pump 85 has been installed as cardioplegia blood by a livanova field service representative. Subsequent functional verification testing was completed without issues and the unit was released to the customer. The cockpit logs were provided and analyzed . The analysis confirmed that the error message cu cpl-b defect was associated with the error code 4462, making the user aware of the issue. It is also reported that the pump can be controllable by means the ccu2 in the backup control panel. The 4462 error code indicates that the ccu2 ( associated with the cpl-b pump) was temporarily lost for 7 seconds. However, considering that the pump was still controllable and that issue never reoccurred aftwerwards, it cannot be ruled out that the most likely root causes was a false alarm coming from cockpit (wrong monitoring of cu can messages leading to wrong assumption on missing cu). Complaints database analysis revealed no similar event since unit installation in 2023 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.